Manufacturer narrative:
On 23-nov-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and there was a string-like foreign material on the tip area. Additionally, the tip or splines of the catheter was found bent (no exposed wires). A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed a foreign material attached to the tip of the device. A microscopic inspection revealed that the foreign material was a piece of plastic part of the pebax component. No other damage or anomalies were found. A manufacturing record evaluation was performed for the finished device 31668500m number, and no internal actions related to the reported complaint condition were identified. The foreign material reported by the customer could be related to the pebax damage; therefore, the customer complaint was confirmed. The potential cause of the pebax condition could be related to the handling of the device before the procedure; however this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-oct-2025, the product investigation was completed based on the received photograph of the complaint device. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, the tip is not observed bent, however a string plastic material was observed at the pebax area. A manufacturing record evaluation was performed for the finished device on lot number 31668500m, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and there was a string-like foreign material on the tip area. Additionally, the tip or splines of the catheter was found bent (no exposed wires). A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.